Manufacturer narrative:
A technical investigation was not possible to perform, as the devices were not at hand. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: n/a as no reference number was available. The DHR check could not be performed as the lot number was not available. Event summary: no sufficient information about the event was provided. It was only known that the alloclassic stem was implanted with a tm modular cup on (B)(6) 2015 and the patient was revised on an unknown date due to pain. Review of received data: three (3) x-rays dated (B)(6) 2016 were received for the investigation. It could be observed from the x-rays that radiolucent lines existed medially starting from the stem neck until the half length of the stem and also laterally placed 1/3 of proximal part. Slight radiolucent lines could be also observed at the cup interface medially. Root cause analysis: pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. Conclusion summary neither implantation/revision surgery reports, nor the explanted devices, pictures of them were received for the investigation. The article number and the lot number of the implant were unknown. It was known from the x-rays that radiolucent lines around the femoral stem and the cup existed. Because of the absence of the previous x-rays it was not possible to compare the patient condition on different times, which could have been a hint to find out if the reason of pain was a possible loosening, and therefore this idea could not be confirmed. Pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Therefore an exact root cause could not be determined. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that the patient was implanted an unknown head hip implant on (B)(6) 2015. The patient underwent a revision surgery due to hip pain on an unknown date.